Event description:
It was reported that they stated that their arctic sun device would not fill. It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking. Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their arctic sun device would not fill. It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking. Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump installed in decon to cool. Replaced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Mixing pump installed in decon to cool. Replaced mixing pump. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated that their arctic sun device would not fill. It was told to remove the fluid delivery line and place thumb over left port. Full suction and device began to fill. Fluid delivery line was leaking . Flow rate was 1.5, inlet pressure was -7.0, circulation pump command was 50 percentage, mixing pump command was 100 percentage, chiller temperature was 23.6 and failed mixing pump. They requested a quote for 2000-hour service to be done at the depot. Parts and pricing provided for fluid delivery line. Per sample evaluation results on 23nov2023, it was reported that the arctic sun device unit had to be primed to fill and mixing pump installed in decontamination to cool . The l-tube appeared distended /expanded and double l tube appeared distended/expanded . Ac cca card and power inlet module have degraded due to electrical overstress.